Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the internal handles only intermittently discharged energy when the discharge button was depressed. The complainant indicated that there was no pt involvement in the reported malfunction.